Manufacturer narrative:
This event was initially deemed not reportable based on our reporting strategy active at the time of the alert date; however, following a recent retrospective review of complaints this event was made reportable out of an abundance of caution. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The actual complaint product was returned for evaluation. Prior to decontamination, the sample was reviewed and noticed some ballooning on the body of the tube. The tube was flushed through the y connector (proximal end). Resistance was felt while flushing. No brownish substances were flushed out of the tube after multiple attempts. At the 66cm marked location, the tubing appeared to have expanded to form a balloon shape. No burst was observed. Thin layer of the material noticed on the ballooned portion of the tube. No breaking points to be observed. When feeling the tubing further down, at 15cm marking, hardened feeling was felt on this area. The tubing was cut and opened to inspect the inner surface of tubing walls. From 15cm marking until bolus end tip, dried brownish substance residues were stuck in the tube. The root cause was determined to be use error. All information reasonably known as of 11 jun 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported that a feeding tube ballooned/puffed during flushing while occluded, with the affected section located outside the patient, and the tube was removed. No injury or medical intervention was reported.